Event description:
It was reported that the surgeon was hitting the back of the vlift inserter with a mallet and the knob used to screw the cage attachment shaft broke off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: a material analysis concluded that the device fractured as a result of reversed bending fatigue and rotating bending fatigue. This indicates that the device was experiencing a cantilever load at the time of fracture. The surgical technique of vlift emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. It was reported that the expander was assembled perpendicular to the implant.conclusion: based on materials analysis and the age of this device the plausible root cause of the reported event is fatigue resulting from a user applied cantilever load over many uses. The user should assemble the expander perpendicular to the implant to prevent cantilever overload on the instrument.

Event description:
It was reported that the surgeon was hitting the back of the vlift inserter with a mallet and the knob used to screw the cage attachment shaft broke off.